Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the exact type or cause of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak or any out of specification stent graft integrity issues. The reported limb relining could have resolved several different endoleak types. A type iii fabric endoleak cannot be ruled out but this type of endoleak would be less likely to have occurred at index. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider and the noted posterior narrowing are potential root causes. However, this endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. This likely type IV appeared as focused leak from the flow divider and endoleaks in the area generally occur due to the higher porosity in the single fabric layer in this portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is also possible that this likely type IV endoleak may have been exacerbated by potential turbulence in blood flow due to the narrowing of the stent graft observed on the posterior side. It is unknown if any anatomical conditions may have been present in this area to contribute to this narrowing (e.g calcification and/or thrombus). A type ia endoleak seems unlikely as the contrast blush was also seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, during the final angiogram a large endoleak was observed under fluoroscopy. It was reported that several other series, other directions and catheter position identified a type iii leak on the dorsal side. It was seen at the area between the main stent graft body and limbs. It was reported that a clear jet was seen and thus identified as type iii endoleak and not a type IV endoleak. It was reported that an aortic cuff would not cover the endoleak so two etlw1616c82ee limbs were placed 1 cm above the flow divider as part of a kissing technique. It was reported that because the aortic neck was 22mm in diameter at that location the surface area of the limbs would be larger than the main bodies¿ surface and would cover the affected area. After these devices were implanted and ballooning was performed, the endoleak was almost diminished. It was reported the active clotting time remained greater than 200 for the entire procedure. It was confirmed that the endoleak is thought to be a iiib endoleak in the etbf3216c124ee bifurcate stent graft. As per the physician the cause of the event is the type iii endoleak. No additional clinical sequelae were provided and the patient will be monitored.